Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, failed battery test and the keypad is not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the battery was changed but the button error alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.